Event description:
Pt underwent right leg surgery. Pt's leg was placed on an abduction pillow and was fitted with a sequential compression device. Nothing is charted to indicate any problems with neurovascular checks while the pt was in the orthopedic unit the day of the surgery. The md noted the following morning that the pt had suffered a "right foot drop."